Event description:
It was later reported that the patient was elderly and had a difficult time keeping the battery charged. A third overdischarge due to patient compliance was confirmed, and the battery was checked and found to be dead. The battery was replaced with a new one. It was reported that there were no patient symptoms related to the event.

Event description:
It was reported that there was a coupling and or communication issue. It was suspected that the implantable neurostimulator (ins) was overdischarged and the last time any stimulation was felt was 12 months before. It was stated that the patient wasn't having pain so she didn't need stimulation. Additional information received indicated that an overdischarge was confirmed. The cause of the overdischarge was that the patient had turned her device off for 1 year. A physician mode recharge (pmr) was done 4 times but was unable to recharge the ins. The patient was not experiencing any symptoms and no further troubleshooting was necessary. The patient was reported to be doing great and was going to schedule a battery replacement to a non-rechargeable ins.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).